Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided medical notes. Notes suggested that x-ray confirms left hip dislocation. DHR was reviewed and no discrepancies were found relevant to this report. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 00801803601, cocr femoral head, 61401740. 00620205622, shell porous with cluster holes 56 mm, 60912522. 00786201600, femoral stem, 61178603. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00781. Remains implanted.

Event description:
It was reported that the patient had an initial hip procedure. Subsequently, the patient underwent a closed reduction due to dislocation. Attempts have been made and additional information on the reported event is unavailable.